Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp. It was reported that the 2-way chemotherapy tree was connected to the patient. The customer wanted to attach the chemotherapy bag and, while unscrewing the cap from one of the lines, the line disconnected. There was patient involvement, unknow adverse event/human harm. The customer requested an evaluation letter.

Manufacturer narrative:
No 011-h3393 product samples were returned for investigation; however, one (1) photograph was provided by the customer. The photograph shows the separation of the port and confirms the customer complaint. Probable cause insufficient solvent during assembly in manufacturing.